Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
I was present today during a total knee replacement with mr (B)(6). During the case mr (B)(6) placed the cutting block on the femur upside down. I called out to the scrub nurse to inform the surgeon, which she did immediately. The surgeon in the meantime had made a cut through the superior section of the cutting block, notching the femur. He then corrected the cutting block and carried on with the procedure. Before cementing the constructs he used 4 compression screws to screw back the chunk of bone removed from the incorrect cut. The femur was then cemented as normal and the case complete.